Manufacturer narrative:
Correction: e1, e2, e3, g2.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fluid overload on (B)(6) /2021. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2021 due to dyspnea. The patient was admitted, and radiological studies (specifics not provided) revealed the patient was in fluid overload. The patient underwent manual pd therapy utilizing 2.5% and 4.25% dialysate solutions throughout the hospitalization, and the patient¿s respiratory/fluid status improved. The pdrn attributes the patient¿s fluid overload to chronic non-compliance to prescribed fluid restrictions and ¿skipping manual/cycler exchanges.¿ the patient has been reeducated multiple times; however, their non-compliance continues. The patient is reportedly frustrated with the liberty select cycler alarms and having to ¿constantly¿ change positions to drain; therefore, they are skipping exchanges or their treatment entirely. The pdrn does not believe there was a liberty select cycler issue, however the nephrologist is requesting a replacement to rule out all possible reasons for the patient¿s drain complications. The patient was discharged home on (B)(6) 2021 and resumed utilizing a replacement liberty select cycler. The patient has reportedly recovered from the fluid overload. Additional information (e.g., discharge summary) was requested, however; the pdrn had not received the document(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse event(s) of fluid overload, characterized by dyspnea, which required hospitalization and additional pd therapy utilizing 2.5 % and 4.25% dialysate. Causality was attributed to the patient¿s non-compliance with fluid restrictions and skipping pd therapy despite repeated education. Per the peritoneal dialysis registered nurse (pdrn), the events were unrelated to any malfunction or deficiency of any fresenius product(s) and/or device(s). Fluid overload (fo) is a common and often preventable process. Patient related factors, such as non-compliance (e.g., pd prescription, medication, fluid/dietary restrictions) can be significant contributing factors limiting the efficacy of the modality. Based on the information available, the patient¿s liberty select cycler is excluded from having caused or contributed to the patient¿s serious adverse event(s) and subsequent hospitalization. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction occurred triggering the patient¿s serious adverse event(s).

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fluid overload on (B)(6) 2021. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2021 due to dyspnea. The patient was admitted, and radiological studies (specifics not provided) revealed the patient was in fluid overload. The patient underwent manual pd therapy utilizing 2.5% and 4.25% dialysate solutions throughout the hospitalization, and the patient¿s respiratory/fluid status improved. The pdrn attributes the patient¿s fluid overload to chronic non-compliance to prescribed fluid restrictions and ¿skipping manual/cycler exchanges.¿ the patient has been reeducated multiple times; however, their non-compliance continues. The patient is reportedly frustrated with the liberty select cycler alarms and having to ¿constantly¿ change positions to drain; therefore, they are skipping exchanges or their treatment entirely. The pdrn does not believe there was a liberty select cycler issue, however the nephrologist is requesting a replacement to rule out all possible reasons for the patient¿s drain complications. The patient was discharged home on (B)(6) 2021 and resumed utilizing a replacement liberty select cycler. The patient has reportedly recovered from the fluid overload. Additional information (e.g., discharge summary) was requested, however; the pdrn had not received the document(s).